Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction, secondary to incarcerated ventral hernia. Postoperative diagnosis: small bowel obstruction, secondary to incarcerated ventral hernia with wound trocar site dehiscence, with incarcerated small bowel. Multiple hernias. Renal failure. Procedure performed: exploratory laparotomy. Reduction of incarcerated hernia. Lysis of adhesions. Esophagogastroduodenoscopy with placement of a nasoduodenal tube. Ventral hernia repair with gore-tex patch. Repair of anterior abdominal wall wound. Trialysis hemodialysis catheter placement, left jugular vein. Anesthesia: general. Estimated blood loss: 200 millimeters. Replacement: none. Lap count and needle count: correct. Packs and drains: one small flat jackson-pratt drain in the subcutaneous tissue. Condition: guarded. Operative note in detail: ¿after the risks of the operation were explained to this patient, consent was obtained for surgery. The patient was given preop medication and brought to the or. There, he was placed in the supine position, given general anesthesia and successful endotracheal intubation. It should be mentioned, pulmonary medicine had been consulted, as his antibiotics had been changed to levaquin, since he appeared to have some aspiration pneumonia on the left side. In the or, an orogastric tube was placed in his esophagus and a foley catheter in his bladder. An arm line was started. Intermittent calf compression was applied to the legs. The abdomen was prepped and draped in the usual manner using sterile technique and duraprep solution. Attention was turned to the midline incision that was made above and below the original periumbilical incision. This incision was then opened and some of the sutures removed. At this time, bowel appeared to be incarcerated in this area and was somewhat darkened. The incision was made about 10 centimeters above the umbilicus to 10 centimeters below the umbilicus. When it was noted that all the adhesions were taken down and this bowel was freed up, it appeared to be unblocked, because it was collapsed bowel after this. It pinked up and appeared to be viable, so it was left alone. The proximal small bowel was greatly distended. It was elected to pass a gastroscope, since this patient just had a sleeve a couple of weeks ago, to place this nasogastric tube through the pylorus and the duodenum. This was done. The small bowel contents were then suctioned out through the nasogastric tube. At this time, it was noted that he had another hernia at the incision of the right upper quadrant. This was freed of all contents. It appeared to have some fatty tissue in it. This was removed and some bowel was all removed. It was elected to patch this with a gore-tex patch, so the gore-tex patch was cut about 10 x 10 centimeters. It was tacked to the anterior abdominal wall with a protacker. The midline incision was then reapproximated, with repair of the trocar site incision using a #2 quill suture, as well as interrupted sutures of 0 vicryl to reapproximate the fascia. Once this was done, a stab incision was made in the left lower quadrant. A small 7-french flat jackson-pratt drain was placed in subcutaneous tissue. Then, the skin was closed using a skin stapler. Once this was finished, it was elected to place the trialysis hemodialysis catheter on the left side, so this area of the neck and chest was prepped with alcohol, chlorhexidine and betadine. A micro-stick needle was placed in the left jugular vein, followed by the angiocath, the larger guidewire, the dilators and then the 20 centimeter trialysis hemodialysis catheter. It appeared to be in good position. This was checked using the c-arm to make sure it was in good position. It was sutured to the skin using 3-0 nylon suture, and then was irrigated with heparinized saline. Dressing was applied. The patient then returned to ICU, intubated.¿ on (B)(6) 2016: (B)(6) center. Implant record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 11401112. W.l gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/11401112) was implanted during the procedure. On (B)(6) 2019: (B)(6), md. Operative report. Preoperative diagnosis: chronic abdominal wound. Postoperative diagnosis: chronic abdominal wound. Procedure performed: abdominal wound exploration with excision of mesh. Anesthesia: general. Estimated blood loss: minimal. Indication for procedure: a 47-year-old male who has a chronic abdominal wound after complex abdominal wall reconstruction. It appears on exam and radiographically that an old piece of mesh from a previous repair had extruded itself into the subcutaneous tissue and is the cause of this wound. He is consented for wound exploration and hopeful complete mesh removal. Procedure in detail: ¿the patient brought into the operating room and placed on the operating table in supine position. The abdomen was prepped and draped in a sterile fashion. The 2 skin defects in the upper midline were joined into 1 defect and exploring the subcutaneous tissue, a piece of what appeared to be ptfe mesh from the previous repair was visualized in the subcutaneous tissue. Using gentle dissection, some of the attached nylon sutures were completely removed. It appears to me that all of these mesh was removed. None of it was still remaining attached to his abdominal wall/previous repair. There was no violation of his abdominal wall. There was no sign of a fistula. There was no sign of residual infection. The area was irrigated with normal saline. It was inspected and found to be hemostatic. Incision was reapproximated in the midline with a single 2-0 nylon horizontal mattress suture. The superior and inferior to this was packed with a piece of gauze. Sterile dressing was applied. The patient tolerated the procedure well.¿ on (B)(6) [missing records: records for the radiologic test that shows ¿mesh from a previous repair had extruded itself into the subcutaneous tissue¿ were not provided.] On (B)(6): [missing records: records for ¿abdominal wall reconstruction¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2016 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic abdominal wound, mesh extrusion into subcutaneous tissue, mesh removal. Additional event specific information was not provided.